Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system cubie was failed to open. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row c on the main drawer 3-1 was not showing up. A field service engineer (fse) reseated all cables and cleaned the tray to try to get the cubies back up. The fse found two cubies that were not recognized even when placed on the tray, so removed both cubies and were able to get the machine back up. The customer reloaded the medication without any issues, and the device was tested in diagnostic mode. The system functioned as intended after the field service engineer repaired the device.